Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent an implant procedure to receive a sensor delivery system. Following the procedure, the patient experienced hemoptysis. An x-ray/CT scan and bronchoscopy were performed. The patient was also intubated and sent to the intensive care unit for an overnight stay. The following day, the patient had fully recovered from hemoptysis and was no longer intubated.